Event description:
Clinical study. Same case as MFR # 6000089-2004-01052. It was reported that 3 months after a coronary drug eluting stenting treatment procedure a target vessel reintervention was done in the form of coronary artery bypass grafting (CABG) surgery. Additional info has been requested.

Event description:
It was further reported the pt was enrolled in the arrive program in 2004. Target lesion 1 was identified in the proximal lad with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 24 mm taxus stent. Per ivus, the stent did not cover the ostial stenosis, although the stented segment was widely patent. A 3.0 x 8 mm taxus stent was placed at the ostium of the lad, overlapping the previously placed stent. Follow up angiography showed the ostial stenosis in the lad to be much improved, although less than 2 mm ostial stenosis remained. It was noted that the stent had jailed the large diagonal branch. Attempts to pass a guidewire into the diagonal branch in order to perform angioplasty were successful. The pt had one bout of angina in mar 2004 and then no further episodes were reported. The pt was discharged in mar 2004 on asa and plavix. The pt was readmitted in june 2004 with recurrent angina. EKG showed no acute changes and cpks were within normal limits. Cardiac catheterization june 2004 revealed: lvef 64% lmca - new 90% eccentric narrowing, lad (target vessel) - 99% ostial stenosis proximal to the taxus stent; 50% instent restenosis of taxus stent; 90% stenosis distal to stented segment; diag1 90% ostial stenosis, lcx - new ostial stenosis; om1 30% stenosis proximal to cypher stent; no appreciable instent restenosis, rca - 30% proximal stenosis associated with catheter tip spasm; nonocclusive disease distally. Surgical consult identified the pt as a good surgical candidate and CABG was scheduled. Four days later, the pt underwent CABG as follows: lima to lad and diag, svg to om1. The pt's post-operative course was uneventful and pt was discharged three days later. Causality: relationship to taxus stent: probable.